Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to flattened up button dome switch.

Event description:
The customer reported via phone call that they received a button error alarm and numbers were ramping. The customer's blood glucose was 80 mg/dl at the time of incident. The insulin pump was returned for analysis.